Manufacturer narrative:
H10: of the reported 13 malfunctions three malfunctions were reassessed and determined to be reportable as a serious injury and was reported under emdr 2020394-2020-05971, 2020394-2021-80151 and 2020394-2021-80262. H10: of the reported ten malfunctions, lot number were provided for eight malfunctions and the lot history review were performed. For one malfunction the catalog number was updates as ec500j. The samples were not returned to the manufacturer for inspection/evaluation. However; medical records were received for seven malfunctions and images were received for two malfunctions. Therefore, for four malfunctions investigation is confirmed for the reported malposition of device and patient device interaction problem, for three malfunctions investigation is inconclusive for the reported malposition of device and patient device interaction problem, for one malfunction investigation is confirmed for malposition of device and inconclusive for patient device interaction problem, for another one malfunction investigation is inconclusive for malposition of device and confirmed for patient device interaction problem and for remaining one malfunction investigation is confirmed for the reported malposition of device and patient device interaction problem, additionally it was determined to have and confirmed for positioning problem. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (lot number: gfue3223, gfyg2192, gfug3522, gfvd3380, gfuf3085, unknown), g3. H11: b5, d4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes ten malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced malposition of device and patient device interaction problem. These information was received from various sources. All ten malfunctions involved patient with no patient consequences. Of the ten malfunctions, five patients were male and two were female, seven patients age ranged from 52-84 years. Two patients reported weighed was 149k and one patient was 214 lbs. All other patient details were not provided.

Manufacturer narrative:
H10: of the 13 devices, 11 lot numbers were provided, and lot history reviews were performed. Of the 13 devices, the product catalog number of 1 device was updated to ec500j. Of the 13 reported malfunctions, four malfunctions provided medical records and one of the four had an image. Among the received medical records, 3 are confirmed for perforation and tilt, 1 is confirmed for tilt and inconclusive for perforation. For the remaining malfunctions, the devices have not been returned. The investigations are inconclusive for the tilt and perforation as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: g4, d4 (lot number: gfvf0186, gfub1662, gfvl0174, gfue3223, gfyg2192, gfug3522, gfvd3380, gfuf3085, unknown). H11: b5, g1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 13 malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced tilt and perforation. This information was received from various sources. The 13 malfunctions each involved a patient with no known impact to the patient. Of the 13 malfunctions, three were male and one was female, ranging between 97 and 149 kgs. Two patients were 57 years-old, one patient was 64 years old and one patient was 52 years old. The remaining patients¿ age, weight, and gender were not provided.

Manufacturer narrative:
H10: of the reported 13 malfunctions, three malfunctions were reassessed and determined to be reportable as a serious injury and was reported under emdr 2020394-2020-05971, 2020394-2021-80151 and 2020394-2021-80262. H10: of the reported ten malfunctions, lot number were provided for eight malfunctions and the lot history review were performed. For one malfunction the catalog number was updated as ec500j. The samples were not returned to the manufacturer for inspection/evaluation. However; medical records were provided and reviewed for ten malfunctions and images were reviewed for four malfunctions. For six malfunctions, the investigation is confirmed for the reported malposition of device and perforation.for one malfunction investigation is confirmed for malposition of device and inconclusive for perforation.for one of the ten reported malfunctions, the investigation is inconclusive for malposition of device and confirmed for perforation. For one malfunction, the investigation is confirmed for the reported malposition of device and perforation and additionally it was determined to have and confirmed for positioning problem (a1502). The remaining one malfunction is confirmed for the reported perforation, migration, therefore, a010402 trending code was added additionally; however,unconfirmed for malposition of device. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (lot number: gfue3223, gfyg2192, gfug3522, gfvd3380, gfuf3085, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes ten malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced malposition of device and perforation. These information was received from various sources. All ten malfunctions involved patient with no patient consequences. Of the ten malfunctions, six patients were male and four patients were female, ten patients ages ranged from 49 to 84 years and weight of the three patients ranged from 97 to 149 kgs. All other patient details were not provided.

Event description:
This report summarizes twelve malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced tilt and perforation. This information was received from various sources. The 12 malfunctions each involved a patient with no known impact to the patient. Of the 12 malfunctions, four are male and two are female, ranging between 52 - 84 years of age. Three patient weights range between 149 - 214 kgs. The remaining patients¿ age, weight, and gender were not provided.

Manufacturer narrative:
H10: for one of the reported malfunctions, the product catalog has been changed to ec500j. H10: one of the original 13 malfunctions was reassessed and determined to be reportable as a serious injury and was reported under emdr 2020394-2020-05971. H10: for the remaining twelve malfunctions, lot numbers were provided for 10 of them; therefore, a lot history reviews were performed. The samples were not returned to the manufacturer for inspection/evaluation, however; medical record was received for six malfunctions, two of which included images. The investigation is confirmed for reported perforation and tilt for 4 malfunctions. For one malfunction, the investigation is confirmed for perforation and inconclusive tilt and for another malfunction the investigation is inconclusive for perforation and confirmed tilt. For the remaining six malfunctions, the investigations are inconclusive for the tilt and perforation. Based on the available information, the root cause could not be determined. The devices were labeled for single use h10: g4, d4 (lot number: gfub1662, gfvl0174, gfue3223, gfyg2192, gfug3522, gfvd3380, gfuf3085, unknown).

Event description:
This report summarizes 13 malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced tilt and perforation. This information was received from various sources. The 13 malfunctions each involved a patient with no known impact to the patient. Of the 13 malfunctions, three were male and one was female, ranging between 112 and 149 kg. Two patients were 57 years-old and one patient was 64 years old. The remaining patients¿ age, weight, and gender were not provided.

Manufacturer narrative:
H10: of the 13 devices, 11 lot numbers were provided, and lot history reviews were performed. Of the 13 reported malfunctions, four malfunctions provided medical records and one of the four had an image. Of the four malfunctions, two are confirmed for tilt and perforation. One malfunction is confirmed for perforation, but inconclusive for tilt. The other malfunction that provided medical records is inconclusive for both tilt and perforation as no device deficiency was identified. For the remaining malfunctions, the devices have not been returned. The investigations are inconclusive for the tilt and perforation as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: g4, d4 (lot number: gfvf0186, gfub1662, gfvl0174, gfue3223, gfyg2192, gfug3522, gfvd3380, gfuf3085, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Two malfunctions provided medical records and confirmed for tilt and perforation, and one malfunction provided medical records but remains inconclusive. For one malfunction, medical records and an image were provided for evaluation. The company is still investigating the issue at this time. For the remaining malfunctions, the devices have not been returned. The investigations are inconclusive for the tilt and perforation as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. (Lot number: gfvf0186, gfub1662, gfvl0174, gfue3223, gfyg2192, gfug3522, gfvd3380, gfuf3085, unknown).

Event description:
This report summarizes 13 malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced tilt and perforation. This information was received from various sources. The 13 malfunctions each involved a patient with no known impact to the patient. Of the 13 malfunctions, three were male and one was female, ranging between 112 and 149 kg. Two patients were (B)(6). The remaining patients¿ age, weight, and gender were not provided.